Event description:
Dear FDA, I am writing to you with a matter of utmost concern and urgency. Recently, I purchased an oxygen concentrator from amazon with the intent of using it for my personal health needs. The product link is as follows: https://www.amazon.com/dp/b0c8nbhrd8 after using this machine for approximately one month, I unexpectedly developed severe adverse reactions, including lung failure. The situation was dire, and I was promptly hospitalized for emergency treatment. My doctors informed me that the oxygen concentrator I had been using did not meet medical standards and could have potentially contributed to my condition. This news was shocking and distressing, as I had trusted the product listed on amazon to be safe and effective. I feel deeply betrayed and concerned that other consumers may also be at risk. Therefore, I am urgently appealing to the FDA to intervene in this matter. Firstly, I request that amazon be instructed to immediately remove this product from their platform. Selling medical devices that do not meet safety standards is irresponsible and potentially dangerous. It is crucial that consumers are protected from such harmful products. Secondly, I kindly ask that the FDA investigate this matter further and request from the manufacturer compliant certificates and testing reports that prove the safety and effectiveness of this oxygen concentrator. Consumers have a right to know the exact specifications and safety standards of the products they purchase. Lastly, given the severe health consequences I have suffered due to the use of this defective product, I would like to request compensation for my hospital expenses. This is a legitimate claim, as I was directly harmed by a product that failed to meet the necessary safety standards. I understand that the FDA has a busy and important job, but I believe that this matter is urgent and deserves your immediate attention. I am a loyal consumer who trusts the FDA to protect my health and safety. I hope that you will take swift action to resolve this issue and prevent any further harm to other consumers.